Event description:
It was reported that the issue seems to be rust build up around the piston causing the hand-piece not to be inserted all the way in.

Manufacturer narrative:
The device was sent to our technical center so a thorough technical analysis could be carried out to help to identify if there were any problems and/or what could have caused the reason for the complaint. The reported complaint could not be replicated during the evaluation; a performance check was conducted and no anomalies or problems were found, the device passed all functional tests and was confirmed working as expected.